Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026. The issue occurred with 12-15 infusion sets. The infusion sets fell off during use and it was stated that some of the infusion sets lasted for few hours while some were about a day. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.